Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with dizziness and near syncope. There was a questionable obstruction of the outflow graft. A 4d computed tomography of the chest showed 3 cm long smooth minimal stenosis of the outflow cannula.

Manufacturer narrative:
Manufacturer's investigation conclusion: extrinsic outflow graft obstruction was confirmed through the evaluation of the submitted computed tomography (CT) scans. A specific cause for the obstruction could not conclusively be determined through this evaluation. Review of the submitted CT scans revealed obstruction of the outflow graft on the proximal end under the bend relief. The submitted log files captured no atypical alarms. The pump appeared to have been operating as intended at the set speed. Although obstruction of the outflow graft was confirmed, it did not appear to have contributed to any functional issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.